Event description:
It was reported the system displayed an overload fault error message. This message resulted in the loss of a live image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The candle sticks were greased and voltages were verified to be optimal. The system was tested and found to be working as intended and returned to service.